Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving erroneous glucose results from an hospital abbott diabetes care blood glucose device. The health care professional reported a blood glucose results of 400 mg/dl compared to a reading of 125 mg/dl respectively obtained on an abbott diabetes care blood glucose devie and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with test strips and a known-good retained battery. Visual inspection has been performed on the returned meter, strip port module and no issues were observed. Retained batteries were installed. Meter powered on with button depression. No issues were observed with the lcd during power up and self-test sequence. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. At this time freestyle strips has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A valid lot number was not provided for the strip. The dhrs (device history review) for the freestyle precision pro meter and strip port module were reviewed and the dhrs showed the freestyle precision pro meter and strip port module passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tracking and trending reports were conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h4 (device mfg date) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving erroneous glucose results from an hospital abbott diabetes care blood glucose device. The health care professional reported a blood glucose results of 400 mg/dl compared to a reading of 125 mg/dl respectively obtained on an abbott diabetes care blood glucose devie and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.